Event description:
A malfunction was reported on a pump, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.